Manufacturer narrative:
The bse replaced the front bezel with navigation ring to resolve the issue. Following the testing and verification procedure for the device, the device's factory configuration was restored, and the device was confirmed to have returned to working condition. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a navigation ring issue. The device was reported to be outside of use at the time of the reported problem. No patient or user harm. This investigation is ongoing.

Manufacturer narrative:
E: (B)(6).